Event description:
The customer reported that while the unit was in use on a pt, a blood-back event occurred. The pt was switched to another unit and therapy was continued. The catheter was surgically removed after the second unit became contaminated (ref medwatch report #2221819-2000-00083).